Manufacturer narrative:
Pr (B)(4) follow up. It was reported the needle broke off of the hub. As a physical sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were received for evaluation by our quality team. One photo shows five packaging blister top webs. The second photo shows a needle hub assembled to a syringe. The needle is detached from the needle and placed next to the syringe. No other information could be obtained from the photo. A device history record review was completed for provided material number 301629, lot 4212478. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be determined.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 301629 batch # 4212478. It was reported by the customer that when using the needle with a syringe, the needle broke off of the hub. Rcc received a complaint via email. Email(s) attached. Product information product code: 301629 product description: needle hypo 27 x 1.5in rb ster bx/100 lot/serial #: (B)(6) expiry date: 2029-09-30. No adverse event reported